Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal herniorraphy on (B)(6) 2018, and the absorbable straps were used. It was also reported that when firing on the mesh, the staple did not fix to it, a test was performed out of the cavity and the staple drops without firing. No additional information has been requested.

Manufacturer narrative:
Date send to the FDA: 01/14/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.